Event description:
It was reported that the keypad button presses did not activate desired pump functions. The arrow keypad buttons intermittently not responding when pressed. Claimed keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up and down keypad buttons intermittently responded to user inputs, the ok and contrast keypad buttons required excessive force to activate during testing, the contrast key contact was inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.